Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided info states the product was not suspected of failing to meet specifications. A search of the complaint database found no prior reports for this problem for this part and lot number combination. It would not be reasonable to expect some wear after fourteen years of implantation. Based on the investigation, the need for corrective action is not indicated. In addition, the product number has been inactive since 05/2001.

Event description:
The pt was revised due to poly wear.